Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Furthermore, no lot number is available. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that bleeding occurred after the surgeon had sealed and cut the vessels during a colorectal procedure. Bleeding was not measureable and was from smaller vessels. The surgeon also noticed that the jaws of the device were sticking to tissue during use. There was no injury to the patient. Used to this new ligasure. Considering the number of cases he has done, our sales rep. Does not think that surgeon's faults could cause the issues. This customer had no doubt about sealing quality of ligasure but now he just started to have doubt on the quality of the devices. He requested our feedback for this asap. New info 1/4/15: bleeding was considered "delayed". Seals were completed but bleeding occurred after dissection. There was also a "sticky" feel to the jaws. The surgeon typically uses suction to keep a clear and visible field. Bleeding was from the small vessels and was not measureable. The forcetriad was at 2 bars. The bleeding was controlled with monopolar and clips. No further information is available.